Event description:
The patient contacted lifescan alleging that their sure step enhanced meter had missing segments in the display. The medical affairs specialist (mas) left a message for the patient and spoke with the patient the next day. The patient told the mas that they had short-term memory loss and could not remember specific details of what happened at the time of concern. They couldn't remember if they tested with the meter prior to calling an ambulance during the weekend. They stated they had to be taken to the ER twice and treated for low blood glucose. There is insufficient information to indicated that the product contributed to the patient experiencing injury and medical intervention. The customer care representative (ccr) confirmed that the meter was segments in the display. Based on the missing segments. There is an indication that the product malfunctioned and that the event meets the critera for a medical device reportable. The meter, test strips, and control solution were replaced.